Event description:
Consumer alleges there is a safety feature issue in the program while the safety feature is on, being in tilt mode. The chair allegedly jolted full speed when the joystick was accidently touched. There should be no movement when the safety feature is on. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg power chair - serial number/date (B)(4) is approximately 2 years and 5 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.